Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the case was completely over and I was taking the mics off the robot I noticed a small screw was broken off from the inside of the mics where the saw attachment goes into. This is actually the second mics where this has happened. The first one was already dealt with. It didn¿t cause any problems to the case or patient. Surgeon doesn¿t even know, because it wasn¿t noticed until the case was over and I took off the saw attachment. Case type: tka.

Event description:
When the case was completely over and I was taking the mics off the robot I noticed a small screw was broken off from the inside of the mics where the saw attachment goes into. This is actually the second mics where this has happened. The first one was already dealt with. It didn¿t cause any problems to the case or patient. Surgeon doesn¿t even know, because it wasn¿t noticed until the case was over and I took off the saw attachment. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that it was noticed post-operatively that a small screw had broken off from the inside of the mics where the saw attachment goes into. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Although the device was not returned but a review of the provided picture of the device noted that one of the three screws at the bottom end in the inside of the mics where the saw attachments goes in was missing. Product history review: device history records indicate 25 devices were manufactured under lot k0aer and 21 devices were accepted into final stock on 11/02/2017. A review of qt 17-11-0002 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0aer shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.